Event description:
It was reported that during use of two percutaneous thrombolytic devices on the same patient's graft, the baskets separated from the cables. Each basket remained in the graft and had to be removed using snares. There were no further complications.

Event description:
It was reported that during use of two percutaneous thrombolytic devices on the same pt's graft, the baskets separated from the cables. Each basket remained in the graft and had to be removed using snares. There were no further complications.